Event description:
The recipient reportedly experienced electrode migration. The recipient was a non-user of the device. The recipient's device was explanted. During explant surgery, the surgeon confirmed the electrode was outside of the cochlea. The recipient was not reimplanted. The recipient has recovered well.

Manufacturer narrative:
Correction: section d.6a advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.